Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer also stated that the insulin pump alarmed no delivery and motor error prior to the event. Troubleshooting could not be performed at the time of the report due to the insulin pump's display being blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.